Event description:
A report was received that the patient's pocket site was not healing properly and was infected. It was believed that the infection was procedure related. The site was washed up and the patient underwent an explant procedure. Intravenous and oral antibiotics were provided. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's pocket site was not healing properly and was infected. It was believed that the infection was procedure related. The site was washed up and the patient underwent an explant procedure. Intravenous and oral antibiotics were provided. No device malfunction was suspected.